Manufacturer narrative:
Correction: the original serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an error with battery. There was no report of patient involvement.